Event description:
It was reported that the customer was recently hospitalized for non diabetes related issues, but the doctor stated that the insulin pump was not functioning. The caller stated that the customer's blood glucose reading was over 600mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. It was stated that the customer was disoriented, vomiting, dehydrated, and could not eat or drink. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had scratched display window, cracked reservoir tube and lip, cracked battery threads, and missing end cap sticker. After testing it was concluded that the device operated within specifications.